Manufacturer narrative:
The products were visually inspected under magnification. Under magnification, it could be seen that two of the drills were broken transverse to the long axis of the drill while one drill showed an oblique fracture (at an angle across the long axis). These fracture patterns are indicative of a shear force break and a torsional break respectively. The drill which showed signs of a torsional break also showed significant denting, deformation, and wear along the length of the drill tip. The other two drills showed less significant dents and wear, located only along the cutting flutes and fracture surface. No other wear or damage was seen along the length of the drills. The fractured tip pieces were not returned with the drills. According to the surgical technique for the pelvic plating system, this drill is used in conjunction with multiple types of drill guides, and the use of a drill guide was indicated in the description of the events. Additional mdrs associated with this event: 3025141-2021-00098: drill 2, 3025141-2021-00099: drill 3, 3025141-2021-00100: drill 4.

Event description:
While using a 2.8mm long drill in a pelvic orthopedic surgery, the drill broke, causing a 20 minute delay in surgery.